Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: there was no damage found to the keypad cover. All buttons were found to be responsive to user input. The keypad cover was removed and there was no contamination or damage found to the key contacts. Unrelated to the complaint, the text on the display screen was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.